Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked at the top with visible lines, and the user could only unlock the screen and declare meals while other functions were not accessible, consistent with a damaged display component and device mechanical damage. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization and continuation of therapy using the user¿s cgm and phone or receiver until replacement arrival. Investigation included agent assessment via phone, verification of device information, and arrangement for device replacement with instructions for data sync and device shutdown prior to return. Investigation of this case revealed physical damage to the ilet display consistent with user-reported cracked screen, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.